Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Oral-b...full of smoke and sparks were flying out where the leads go in [device catching fire]. Case narrative: male consumer via phone stated that he put his oral-b toothbrush on the charger an hour ago and it was full of smoke. Sparks were flying out where the leads went in. No injury was reported.

Manufacturer narrative:
23-apr-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b...full of smoke and sparks were flying out where the leads go in [device catching fire]. Case narrative: male consumer via phone stated that he put his oral-b toothbrush on the charger an hour ago and it was full of smoke. Sparks were flying out where the leads went in. No injury was reported. 27-mar-2024 case update from information initially received on 08-mar-2024: the suspect product lot was r44320213. No injury was reported.